Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 07-jan-2016. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-jan-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had severe pain after essure (fallopian tube occlusion insert) insertion. The devices were removed along with her fallopian tubes. The reported event is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, consumer's pain started 2 days after essure placement. She consulted several doctors, had an ER visit and one hospital admission and received antibiotics without improvement. After a positive allergy test (unspecified) she was submitted to essure removal. Considering event's nature and the positive temporal relationship with essure insertion, causality with the suspect insert cannot be excluded. This case was considered an incident, since medical and surgical interventions were required as events treatment. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Event description:
Incident. Anticipated. Serious injury. Required intervention this is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in (B)(6) on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted. The consumer reported she had essure implanted and only after two days she went to the emergency room due to severe pain. She underwent a painful test to find out if it was properly implanted. They acted as if she was crazy, turning up at the emergency room in the early hours of the morning with such severe pain, with an inflamed abdomen as if she was 7 months pregnant. She cried uncontrollably and was sent home. On another occasion, she was given antibiotics for aids patients and was told that she had a sexually transmitted infection. And that was how she was for 20 days; she was sweating, her fingers and toes burned, she could not lie down due to the pain, plus the indignation of being accused of infidelity despite being happily married. Having not improved after this time, she went back and asked to be admitted and was immediately tested for allergies, she was told it was not medical. She was admitted and continued on the same treatment plus intravenous antibiotic, she cried from pain. She stated 10 gynecologists examined her insisted that there was nothing wrong with her. Finally, an allergy test was positive, she was sent home, and was put on the waiting list and finally removed it, which involved removing her fallopian tubes. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had severe pain after essure (fallopian tube occlusion insert) insertion. The devices were removed along with her fallopian tubes. The reported event is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, consumer's pain started 2 days after essure placement. She consulted several doctors, had an ER visit and one hospital admission and received antibiotics without improvement. After a positive allergy test (unspecified) she was submitted to essure removal. Considering event's nature and the positive temporal relationship with essure insertion, causality with the suspect insert cannot be excluded. This case was considered an incident, since medical and surgical interventions were required as events treatment. A product technical analysis is being sought.